Event description:
Boston scientific received information that another manufacturer's field representative stated that this product is scheduled for an extraction procedure due to an infection. No patient information was available and we were unable to confirm if the product was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.